Manufacturer narrative:
(B)(4).

Event description:
Additional information received: tissue damage occurred. Please see below for details. 1. Did the stapler still cut the tissue? Yes. It cut little part of tissue. 2. How was the incomplete staple line fixed (over sewed, resected & re-stapled, conversion to open procedure, etc)? ? He used other stapler for transection. 3. Aside from the blue light on either side of the idrive handle, what other light was illuminated or flashing? Surgeon only checked blue light of status. 4. All five white status indicator lights on top? It's not checked. 5. Please confirm that product will be returned for investigation. I returned it. 6. Was any reinforcement material used in conjunction with the stapling device? He used other stapler for transection. 7. If yes, a. What was the brand of the reinforcement material used? Echelon of ethicon endosurgery product. B. What was the item code and lot/serial number of the reinforcement material? Powered chelon 60 gold. 8. Was there any unanticipated tissue loss as a result of this problem? It is maybe little bit tissue.9. Was there any tissue damage as a result of this problem? ? Yes. A. If yes, describe the damage and provide details on how the damage was treated/corrected. It is maybe little bit tissue which is side part of damage tissue. 10. Was there blood loss of 500cc or more due to the product problem? ? No. 11. Did any additional blood loss resulting from this product problem require a blood transfusion? ? No.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: video-assisted thoracoscopic surgery. According to the reporter: the surgeon used this cartridge for transection of bronchus with idrive uitra, however he could not fire normally from 1.5cm point and firing mode stopped and had to move the blade backward. The idrive will not be returned. No medical intervention required. No re-intubation/re-cannulation necessary. No surgery time extended by 30 minutes or more. Patient current condition is good.